Event description:
During the index procedure 3 endeavor sprint rapid exchange (rx) drug-eluting stents were implanted in the proximal, mid and distal rca. The patient was free of symptoms at the 30 day follow up. At approximately 5 months post the index procedure, the patient had a tia and was hospitalized. The event was not related to the study devices. The patient was free of symptoms at the 6 month, 1 year, 2 year and 2.5 year follow up but had stable angina at the 1.5 year follow up. Approximately 2 years and 11 months post the index procedure the patient had a non-st mi and was hospitalized. It was reported that the patient came into the hospital with fever and a sore throat. The patient denied chest pain and was started on heparin and continued medication. Onset could have been due to ckd. The patient recovered with treatment. The event was possibly related to the device. It is unknown if the target lesion was involved in the mi.

Event description:
Additional information reported that the patient also had a blood transfusion following the previously reported mi event.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (mi).